Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The customer's originally reported issue of no image was confirmed. The following additional findings were also noted: battery empty, and light guide connector wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer that, during an unknown diagnostic procedure, their video system device did not product an image, and instead color bars were displayed. The issue reportedly occurred when trying to connect a scope, and the device was inspected prior to use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it was confirmed that failure was caused by a malfunction of the lock release lever on the video connector receptor. However, a specific cause of the lock failure was not established at this time. Olympus will continue to monitor field performance for this device.